Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing and clear passage testing was performed with no issues noted. Functionally hand tightened a lab titanium adapter to the set with difficulty noted. Sample was confirmed for the reported problem. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if any additional relevant information becomes available.

Event description:
The patient connector of a transfer set would not connect properly to a titanium adapter when the customer changed the transfer set. There was patient involvement, but no patient injury or medical intervention. There was patient involvement, but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h12k26058 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. The sample evaluation has confirmed the customer reported condition. A supplemental report will be filed upon completion of the evaluation or if any additional relevant details become available.